Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During onsite visit, the fse tested the system using a bovie pen provided by the customer and did not replicate the issue. However, the fse replaced the integrated electrosurgical unit (iesu) generator for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the failure on the iesu generator. The generator was tested using the same instruments but the failure was not replicated. The unit was placed on an in-house system under normal mode. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted mitral valve replacement surgical procedure, the customer had difficulty getting monopolar energy to work. The customer tried using an external cautery pen, two other instruments and cords, and restarted the integrated electrosurgical unit (iesu) generator with no change. A technical support engineer (tse) suggested setting up another tower or setting up an external generator. The procedure was converted to another da vinci surgical system with no reported injury.